Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: received product consisted of a taxus liberte monorail catheter and stent. The balloon was tightly folded and the stent was centered between the markerbands. Two struts in the first proximal row were bent back. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the tortuous and non calcified right coronary artery (rca). The lesion was predilated with a non bsc balloon and then a 2.25x12mm taxus liberte atom stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. When the device was pulled back into the unspecified guide catheter the physician experienced withdrawal difficulties and the device became stuck. The physician pulled back on the guide catheter and pushed forward on the sds and the device was able to be successfully removed from the patient. Once the device was outside of the patient it was noted that a few proximal stent struts were sticking up. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is fine.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the tortuous and non calcified right coronary artery (rca). The lesion was predilated with a non bsc balloon and then a 2.25x12mm taxus liberte atom stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. When the device was pulled back into the unspecified guide catheter the physician experienced withdrawal difficulties and the device became stuck. The physician pulled back on the guide catheter and pushed forward on the sds and the device was able to be successfully removed from the patient. Once the device was outside of the patient it was noted that a few proximal stent struts were sticking up. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is fine.